Manufacturer narrative:
The customer reported high blood glucose levels potentially related to air bubbles in reservoir. The product was not returned for evaluation. No product lot number was reported; therefore, no lot release records were reviewed. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." The omnipod user guide notes, "any air bubbles present in the fill syringe could be transferred into the reservoir during the fill process. The pod does not purge air that is introduced into the reservoir by way of the fill syringe. Warning: failure to expel air bubbles from the fill syringe may result in interrupted insulin delivery. Warning: make sure there is no air in the syringe before attempting to fill a pod with insulin."

Event description:
The customer reported that she sometimes has high blood glucose (bg) levels after driving in higher elevations or when flying. She reported that bg can go as high as 300 mg/dl. The customer noted that she thinks it may be related to air bubbles in the reservoir. No additional information was provided and product was not returned.